Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in good condition. No physical damage found on pump during visual inspection. Performed functional testing. Customer stated problem confirmed. Found the latch lock flex circuit sensor was nonfunctional and needed to be replaced. The root cause was unknown. The latch lock flex circuit sensor will be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not detect the cartridge. There was no patient involvement, and no patient harm/adverse event reported.